Event description:
Voluntary distributor report on behalf of the customer, the conmed representative reported issues with a mini endo pocket bag 3x4, catalog # sb534, lot: 6252006036, that (B)(6) experienced on (B)(6) 2021. Information received indicates part of the device was noticed when the surgeon was looking at the patient's appendix. He stated that he would not have noticed it otherwise. Further details states that it was the black tyvek piece inside the patient that was discovered while looking at the patient¿s appendix. Procedure is not known. Surgeon is a urogyn. There is no indication of impact or injury to the patient, to date, although multiple attempts have been made to gather additional information, no response has been received and no clarification has been made available. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence as although removed, the piece did fall into the patient.

Manufacturer narrative:
Voluntary distributor report narrative the manufacturer, unimax medical systems inc., is responsible for performing evaluation, investigation and any remedial actions related to this reported device issue per agreement with conmed corporation. This issue will continue to be monitored through the complaint system to assure patient safety.